Event description:
It was reported that during implant of the implantable cardioverter defibrillator (ICD) the physician had difficulty engaging the set screw through the grommet in the atrial portion of the device header. The physician was eventually able to get through the grommet to engage the set screw. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).